Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a damaged transfer set during use, where caregiver stated the patient had cut the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿prepare for therapy¿ warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Sections ¿prepare for therapy¿ warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) had cut their transfer set. The hp was given prophylactic antibiotics (not further specified). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.